Manufacturer narrative:
The gluc3 reagent lot number was 796455 with an expiration date of 31-jul-2025. The tp2 reagent lot number was 822702 with an expiration date of 30-nov-2025. The field service engineer (fse) found a sample probe was bent and a cuvette cell was cracked. The fse replaced the sample probe, syringe seals, and all reaction cells. The fse adjusted the main water and gear pump pressure and all reagent probe rinse levels. Cell blank measurement was successful and precision tests were acceptable for all assays. The investigation determined the service actions resolved the issue.

Event description:
We received an allegation of discrepant low results for 4 patient samples tested for cobas integra glucose hk gen. 3 test system (gluc3) and total protein gen.2 (tp2) on a cobas 8000 c 701 module. Patient 1 initial gluc3 result was 16.1 mg/dl. The repeat result was 100.1 mg/dl. Patient 2 initial gluc3 result was 19.2 mg/dl. The repeat result was 91.4 mg/dl. Patient 3 initial gluc3 result was 12.3 mg/dl. The repeat result was 84.9 mg/dl. Patient 4 initial tp2 result was 3.82 g/dl. The repeat result was 6.71 g/dl. The initial results did not correspond to the patients¿ clinical picture and the samples were repeated on a different c701 module. No questionable results were reported outside of the laboratory.